Manufacturer narrative:
Device evaluation is now completed. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h3, h4, h6, and h10. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. Upon inspection and testing, the user¿s complaint that the fuses were popped was confirmed due to faulty power supply. Additionally, the device was returned without power supply fuses. Other observations for the device were: scratches on top cover (device can be used as is), dents on front panel (device can be used as is), corrosion on bottom chassis, olympus lamp life meter is reading over 500 hours with light output out of range, high intensity mode not working due to worn out scope socket and slider switch. Device has upgraded igniter and iris cable. Lens base is cracked, and igniter firing is weak. Fan is running okay, and air pressure tested okay. Lamp needs to be replaced. About 10 years have passed since the device was delivered, and it is likely that the power supply unit failed and the fuse came off due to the use of the device with liquid adhering to the fuse socket in addition to the aging of the device after long-term use. The instructions for use includes the following statements: do not splash on or spill liquid such as water. If any liquid such as water gets inside of this product, stop using it immediately, and contact the endoscope customer service center, our designated service center, or our branch or sales office.

Manufacturer narrative:
Additional information is not yet available for the event. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the device would not power on. The fuse compartment had fluid. Three fuses were changed and the device still did not power on. There is no reported harm to any patient.

Manufacturer narrative:
Additional information has been received from the customer. Correction is being made to initial reporter first name and email. This supplemental report is being submitted to provide this information. The initial reporter was aware of the event when the device was returned to the biomedical shop for repair by a technician. Details of how and when the event occurred were not given. On the second day, the device would not turn on.